Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a pinhole leak at valve 15 (vl15) and replaced the tubing at vl15 to resolve the leak. (B)(4).

Event description:
The customer reported a leak occurred when using the coulter hmx hematology analyzer with autoloader. The volume of the leak was reported as less than 10 ml and the leak was not contained. The customer was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.